Event description:
It has been reported that one ultrafine iii nano pen needle 32g 4mm 5s has been found blocked during use. The following has been provided by the initial reporter: issue with quality of needles. Customer reported that blood is accumulating in the tip. Customer is using the product from last 14-15 years, as informed by customer.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one ultrafine iii nano pen needle 32g 4mm 5s has been found blocked during use. The following has been provided by the initial reporter: issue with quality of needles. Customer reported that blood is accumulating in the tip. Customer is using the product from last 14-15 years, as informed by customer.